Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaint alleged that during biomed testing, the device would not power up. Complaint indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The reported malfunction was duplicated and the conductor flex cable was replaced to remedy the malfunction. The device was rectified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.